Event description:
It was reported that during deployment of a vena cava filter from the femoral vein, the longer filter legs caught on the introducer sheath and the filter did not completely deploy. During an attempt to resheath and remove the filter, it became caught on the iliac vein and deployed. Some filter legs were bent upward in a cephalad direction. The filter was not removed and another filter was implanted superior to it from the jugular vein. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention of the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned. Images were not provided. The complaint investigation is inconclusive for deployment issues. Per the event details, attempts were made to resheath the filter.